Event description:
It was reported that during a balloon angioplasty treatment procedure, balloon burst occurred. The patient was undergoing hemodialysis access management. The target lesion was located in the calcified arteriovenous fistula (avf). The physician deployed a 5.0 x 40, 75 cm mustang¿ balloon catheter to enlarge the lumen. During inflation the balloon ruptured before it reached its rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).